Event description:
Physician reported right side rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles, opening, crease fold, wear abrasion and underweight device. A microscopic analysis was performed which a crease sharp in the posterior side and have non-penetrating nicks. Based on the device analysis the final assessment is: -a sharp crease on the posterior side. -non-penetrating nicks in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed via MRI. The device has been explanted.